Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 91 mg/dl and experiencing unspecified symptoms suggestive of high glucose. Customer had contact with an hcp who obtained a reading of 170 mg/dl on their device. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a sensor scan result of 91 mg/dl and experiencing unspecified symptoms suggestive of high glucose. Customer had contact with an hcp who obtained a reading of 170 mg/dl on their device. Customer was diagnosed with diabetic ketoacidosis (dka) and treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Observed sensor plug was properly seated in the mount and no issues were observed. Sensor found to be in state 5 (indicating normal termination). Extracted data from returned sensor using approved software. Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.